Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation found out that the guide catheter was detached. The guide catheter remnant was bent, kinked and stretched. Push catheter was noted to be bent and the suture hole was torn. The noted damages are likely due to procedural or anatomical factors encountered during the procedure (such as tortuous anatomy or maneuvering of the device); therefore, the most probable root cause for this event is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A review of the device labeling and directions for use (dfu) showed the device was used according to its label. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during biliary stent implantation of the bile tract on (B)(6) 2014 for a patient with suppurative cholangitis and multiple gallstones. According to the complainant, during procedure, the physician attempted to release the stent but resistance was met. He decided to remove the whole stent system but during the removal, it was noted that the inner catheter had fractured. The device was removed; however the stent remained inside the patient, outside of the duodenal papilla, with the broken fragment of the guide catheter inside the stent. The physician used a snare to remove the stent and broken guide catheter. Then the procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during biliary stent implantation of the bile tract on (B)(6) 2014, for a patient with suppurative cholangitis and multiple gallstones. According to the complainant, during procedure, the physician attempted to release the stent but resistance was met. He decided to remove the whole stent system but during the removal, it was noted that the inner catheter had fractured. The device was removed; however the stent remained inside the patient, outside of the duodenal papilla, with the broken fragment of the guide catheter inside the stent. The physician used a snare to remove the stent and broken guide catheter. Then the procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.